Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered too much insulin during a bolus. Reportedly, the pump had delivered a 10 unit bolus instead of a 1 unit bolus intended to be delivered. Customer's blood glucose (bg) level was 201 mg/dl. The customer declined to perform further troubleshooting with tandem technical support.